Manufacturer narrative:
On 16-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and reverse bleeding occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and functional tests were performed following j&j procedures. Visual analysis revealed that the device was in normal conditions; the hemostatic valve was placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history record was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve leakage issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-nov-2025, it was noticed the date of manufacture was inadvertently omitted from the 3500a supplemental (follow-up) medwatch report # 2. The date has now been added to field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and reverse bleeding occurred. When the vizigo was removed from the patient¿s body after the procedure, reverse bleeding from the hemostatic valve was observed. The issue was discovered after the procedure, and no action was taken. The hemostatic valve itself was not damaged. There was no patient consequence. No air entered the patient¿s body and a few drops of blood were lost but exact amount is unknown. The hemostatic valve was not dislodged inside or outside the hub and the brim cap did not detach from the sheath.